Event description:
Info received indicates the head hi/low function will drift down when weight is applied.

Manufacturer narrative:
The hill-rom technician replaced the hydraulic manifolds trend valve to repair the bed.